Event description:
The customer reported a pump module alarmed for "channel disconnect" although the device was not disconnected from the system. The customer suspects an iui connector issue. The device was evaluate by in house biomed, who replaced the iui connector and the device functioned as intended. Customer declined a device evaluation by carefusion customer advocacy. No product return expected. No patient harm reported.

Manufacturer narrative:
The reported event of a pump module alarmed for "channel disconnect" although the device was not disconnected could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time.